Event description:
It was reported that pump display was blank with only backlight turning on, which prevented customer from reading or interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed.